Event description:
It was reported that there was a urine leakage from the foley catheter funnel. Per follow up information received via ibc on 07aug2024, stated that there were no holes but there was a scratch on the funnel part. Per follow up information received via ibc on 09aug2024, stated that the funnel was closer to the hand than the main lumen.

Manufacturer narrative:
The reported event was confirmed cause unknown. Six photos were received for evaluation. The first one shows an overview of one three-way all-silicone foley catheter, the second and third photos zoom into the catheter funnel with a red arrow pointing at the drainage arm, evidencing a cut. The next two photos show the catheter tip and cap. The last photo is a printed note in native language. Visual inspection noted a tear on the funnel of the return sample measuring (0.1675). This does not meet specification as per inspection procedure which states: inspect for missing or incomplete funnel fill, poor gluing, damage or scratches." Root cause could not be identified. Although a root cause could not be definitively identified, based on the risk documentation review, a potential root cause for this type of failure could be funnel damaged with the tooling. However, there was insufficient information to confirm this potential root cause. A review of the device history record did not show any problems or conditions that would have contributed to the reported issue. The instructions for use were found adequate and state the following: "warnings: 1. Method for use: (1) do not inflate the balloon in the urethra. The urethra may be injured. (2) do not pull the catheter hard. The bladder or urethra may be injured. 2. Applicable patients: patients with delirium who might pull out catheter when patient tugs at catheter unconsciously, the bladder and urethra may be damaged. Contraindications: 1. Method for use: (1) do not reuse. (2) do not resterilize. (3) this device contains 10 percentage povidone iodine. For patients with past history of allergic hypersensitivity to povidone iodine or iodine, consider using alternative disinfectants. (4) be careful that the catheter is not exposed to ointments, contrast medium or oil based lubricants (including vegetable oils such as olive oil, mineral oils such as white petrolatum and animal oils). [They may damage the device and may burst balloon. (5) do not hold the device with forceps, etc. Avoid contact with any blades or sharp edged instruments. Catheter damage may cause balloon rupture and accidental balloon removal or failure to deflate or remove the balloon. 2. Applicable patients: patients with known allergy to silver coated catheter." UDI format updated with available product information per gudid. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. UDI format updated with available product information per gudid. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that there was a urine leakage from the foley catheter funnel. Per follow up information received via ibc on 07aug2024, stated that there were no holes but there was a scratch on the funnel part. Per follow up information received via ibc on 09aug2024, stated that the funnel was closer to the hand than the main lumen.